Event description:
The customer originally returned the evis lucera elite gastrointestinal videoscope due to a button malfunction noted during maintenance. During the device evaluation, foreign debris was discovered protruding from the air/water nozzle. This report is being submitted to capture the foreign debris noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report of the button malfunction was confirmed. Also, foreign material was noted exiting out of the air/water nozzle. If additional information becomes available following device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation and a correction. Report source did not include "foreign" and "other" boxes selected in the initial report. Has been corrected. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ while a definitive root cause for the reported event could not be determined, investigation believes that an unspecified foreign material compromised the channel. Based on the device evaluation, a black rubber-like material was discovered inside the nozzle. Per our investigators, this material did not originate from the subject device. Consequently, it is believed that this material was likely from watertight packing, silicone-based glue or parts used in peripheral equipment during the procedure. Olympus will continue to monitor the field performance of this device.